Event description:
A healthcare facility in (B)(6) reported via our distributor that the heater wire in an rt340 adult dual-heated evaqua breathing circuit was not activated. This was found after 1-2 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory and expiratory heater wires were within specification. A lot check could not be carried out as the lot number was not provided by the healthcare facility. Conclusion: no fault was found with the returned rt340 adult dual-heated evaqua breathing circuit. We were unable to determine what may have caused the problem reported by the customer. All rt340 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".

Event description:
A healthcare facility in (B)(6) reported via our distributor that the heater wire in an rt340 adult dual-heated evaqua breathing circuit was not activated. This was found after 1-2 hours of use. No patient cosequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.